Manufacturer narrative:
Multiple external abrasions were noted due to friction to other devices. The etfe coating was intact in these areas. Internal abrasions were noted at 8.4-8.9cm and 10.3-14.3cm from the distal tip. The etfe coating was intact in these areas. The inner lumen was breached and one of the rv cables was compromised. The bared re cable making contact with the inner coil could contribute to the noise reported in the field. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Testing revealed normal capture, sensing and lead impedance. Externalized conductors were observed via fluoroscopy. Lead was explanted a nd replaced.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.